Manufacturer narrative:
(B)(4). Physio-control has made multiple attempts including written correspondence to contact the customer regarding the status of their device but has not been successful. It is unknown if the customer will be replacing the device or returning it to physio-control for evaluation. The device has not been returned to physio-control. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported event.

Manufacturer narrative:
The customer contacted physio-control to report that their device has been permanently removed from service and will not be returned to physio-control for an evaluation. The cause of the reported issue could not be determined.